Event description:
It was reported that the kinair medsurg bed would deflate without command. There was no reported injury.

Manufacturer narrative:
Kci records indicate that the kinair medsurg was tested per quality control procedures on (B)(6) 08, prior to pt placement, and the unit met specifications. The unit was subsequently delivered to the facility on 10/07/08. Eval of the device revealed that the kinair medsurg power distribution board was not performing correctly. The power distribution board was replaced and the bed was then tested per quality control procedures. The bed met specifications after the board was replaced.